Manufacturer narrative:
During the investigation, we identified that the link assist device (serial no. 116) is not working as specified. The release button is blocking sometimes or the infusion set is released with delay after pressing the release button due to a blockage in the release mechanism of the device.

Event description:
On (B)(6) 2013, the patient reported that her insertion device was not working properly. She stated that the infusion set would not release when she pressed the release button. She went on to state that the device has also released infusion sets unintentionally and without being pressed up against her body. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device and infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.